Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures error. Customer reported that they were able to clear the alarm and able to rewind the insulin pump. The customer also stated that they performed the displacement test but they were not able to passed the test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test. Unit alarmed pump error 63 alarm (variable 3) during self test and confirmed in the pump history due to broken pin 1 trace on keypad assembly.